Manufacturer narrative:
The event of ineffective therapy/pain at ipg site was reported to abbott. The patient was experiencing ineffective relief and pain at the site of the ipg. The patient's ipg was explanted. The physician opted to leave the patient's scs lead implanted and inactive to avoid an invasive surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-05651. It was reported that the patient was experiencing ineffective relief and pain at the site of the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted. The physician opted to leave the patient's scs lead implanted and inactive to avoid an invasive surgery.